Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. Unable to verify button keypad due to blank display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive button. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was unknown at the time of the incident. The customer stated that the up button was unresponsive. The customer also stated that taking the insulin pump swimming was the significant event leading to the keypad issues. The time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also reported reporting the following alarms: new software release detected, failure of flash memory, and clock monitor frequency error. Troubleshooting for the stated alarms could not be performed due to the insulin pump not working. The insulin pump will be returned for analysis.